Manufacturer narrative:
On (B)(6) 2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation (afib) procedure with a vizigo and the physician complained that the vizigo sheath felt "tight" when advancing the sheath into the body. When the sheath was replaced, the issue resolved. Caller stated they replaced the sheath with a reprocessed sheath and they had issues visualizing the sheath on the carto 3 system.

Manufacturer narrative:
It was reported a patient underwent a atrial fibrillation (afib) procedure with a vizigo and the physician complained that the vizigo sheath felt "tight" when advancing the sheath into the body. When the sheath was replaced, the issue resolved. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no issues or anomalies on the tip section. A dimensional test was performed, and the results were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The reported sheath issue could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).